Manufacturer narrative:
The explant date of (B)(6) 2018 is an approximate date. Only the month and year are known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to erosion. The previous 3.5 cm cuff was explanted in (B)(6) of 2018. The patient was then reimplanted with a 4.0 cm cuff on (B)(6) 2019. No patient complications were reported during the procedure. The explanted 4.0 cm cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.